Manufacturer narrative:
The d3 shorted and d37 open on the power management pcba prevented the ventilator to power on ac. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is /is not a relationship of the device to the reported problem. .

Event description:
The customer reported the unit fails to operate if the battery is disconnected no patient involvement.